Event description:
It was reported that the field representative called for review of device data. Technical services reviewed and found this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range pacing impedance measurements measuring, less than 200 ohms on the right atrial (ra) lead. Additionally, there was a stored signal artifact monitoring (sam) episode in which the respiratory rate trend (rrt) feature was disabled. The minute ventilation (mv) chop from those episodes is also seen on the right ventricular (rv) lead however, impedance measurements are stable. At this time, this system remains in service. No adverse patient effects were reported. According to additional information, this device was explanted at scheduled change out for normal battery depletion (nbd). A new cardiac resynchronization therapy defibrillator (crt-d) was successfully placed. As of today, this product has not been received by boston scientific for additional analysis. No additional adverse patient effects were reported outside of scheduled replacement procedure. This supplemental is being filed to include device analysis details.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the field representative called for review of device data. Technical services reviewed and found this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range pacing impedance measurements measuring, less than 200 ohms on the right atrial (ra) lead. Additionally, there was a stored signal artifact monitoring (sam) episode in which the respiratory rate trend (rrt) feature was disabled. The minute ventilation (mv) chop from those episodes is also seen on the right ventricular (rv) lead however, impedance measurements are stable. At this time, this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative called for review of device data. Technical services reviewed and found this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range pacing impedance measurements measuring, less than 200 ohms on the right atrial (ra) lead. Additionally, there was a stored signal artifact monitoring (sam) episode in which the respiratory rate trend (rrt) feature was disabled. The minute ventilation (mv) chop from those episodes is also seen on the right ventricular (rv) lead however, impedance measurements are stable. At this time, this system remains in service. No adverse patient effects were reported.